Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the short right atrial retractor instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument log for the short right atrial retractor instrument (part # 470246-09 / lot # n10210823-0005 associated with this event shows that the instrument was last used on (B)(6) 2022 on system (B)(4) for a mitral valve repair surgical procedure. The instrument had 7 uses remaining. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: failure analysis found the short right atrial retractor instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci-assisted mitral valve repair surgical procedure, the short right atrial retractor instrument had a broken cable. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) obtained the following information from the initial reporter about the complaint: the instrument was inspected prior to last use and no issues were identified. It is unknown if there were any instrument collisions at the time of use. It is unknown if the patient returned due to any post-operative complications.